Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device activated on its own without the activation button being pushed. Another device was used to complete the procedure without incident. There was no pt injury.